Event description:
Caller alleged discrepant results compared with the lab. Caller also reported imprecision with inratio meter. Results as follows: date: (B)(6) 2011: inratio: 4.8, 5.4. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2011, pt went to the ER for a lab test due to the inratio high results. Pt took coumadin just before testing on the meter. She usually takes coumadin soon after testing on meter.

Manufacturer narrative:
Investigation pending.